Manufacturer narrative:
Carefusion file identifier: cus-76307-exp. Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and reported issue was resolved. Unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that the unit was delivering a lower delivered tidal volume than expected. The customer also reported that there was no patient involvement associated with this complaint.